Manufacturer narrative:
Describe event or problem - updated. Patient codes - updated.

Event description:
It was reported that due to reoccurring incontinence, this patient had his artificial urinary sphincter (aus) explanted. This patient had his aus for 11 years (implanted in 2019). The onset of these symptoms occurred in mid-2019. The patient outcome following this surgery was minimal incontinence along with an absence of incontinence.

Event description:
It was reported that due to an unspecified reason the patient had his artificial urinary sphincter (aus) explanted.

Event description:
It was reported that due to an unspecified reason the patient had his artificial urinary sphincter (aus) explanted.